Event description:
Patient received knee-tep on (B)(6) 2007. Since (B)(6) 2007, there was grinding in the knee while bringing load onto the artificial knee. Since about 6 months of pain and a limited range of motion. Revision on (B)(6) 2012, because of breakage of pe-inlay retainer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Sem examination of the returned device revealed evidence of fatigue failure. The evidence found suggests the failure was driven by repetitive loading at the base of the anterior portion of the tibial post as a result of anterior impingement or unintended contact between the femoral and tibial components. Review of the m-l x-ray that was provided suggests the possibility of placement of the femoral component in a slightly flexed position, which is one of the known risk factors for anterior impingement. The patient had a calculated body mass index of 39.7 at primary and is considered very obese. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-mature failure. The heavy loading this insert is likely to have played a major contributing role in its failure. The root cause is attributed to off label use. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.